Event description:
Implant was inserted into site #5 under bicon protocol and using bicon reamers. The site was covered and sutured, waiting for 2nd stage uncovering and restoration. After a 5-month healing period, the patient presented for the 2nd stage, and the implant was completely non-integrated, floating in granulomatous tissue with mild purulence. The fixture was explanted, the site cleaned and bone graft with membrane placed.